Event description:
Routine complaint investigation when a consumer reported a high reading of 240 mg/dl on the precision qid blood glucose monitor when compared to a laboratory value of 121 mg/dl. The results, when plotted on a parkes error grid fall in the "c" zone and are considered to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.